Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported that the pump alarmed no disposable. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol b10010579, as a result of warning letter (B)(4), corrected data: d4: device expiration date /h4: device manufacturing date are not available because no lot or serial was provided.